Manufacturer narrative:
The reported field event of difficulty inserting the atrial lead was confirmed in the laboratory. Visual inspection identified parylene on the atrial contact spring. It is believed that the parylene prevented the lead from fully inserting into the header.

Event description:
It was reported that the atrial lead could not go complete into the header. Another device was implanted. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).